Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings: the keypad was torn over the down arrow button. All of the buttons on the keypad responded properly. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, there was a crack in the battery compartment. Also unrelated, the display was dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged that there was a response issue with the up arrow and down arrow keypad buttons. The keypad cover was noted to be damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.